Event description:
A facility reported that the mayfield modified skull clamp (a1059) came unlocked with pressure. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed and new components added to replace worn internal parts. Root cause analysis: the reported complaint was confirmed via inspection of the unit. The index knob was loose and required replacement of worn internal parts due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.